Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The customer was unable to confirm the lot number used with this event, however, two lot numbers were provided. Lot 1087604, exp. Date 19may2023, MFR. Date 29aug2022; lot 1075371, exp. Date 02feb2023, MFR. Date 08may2022. Health effect - clinical code: test result led to unnecessary grouping with confirmed positive patients. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded

Event description:
The customer reported false positive results with the ID now covid-19 assay performed between (B)(6) 2022 and (B)(6) 2022 involving ten (10) patients and two lot numbers. This MFR. Report addresses test seven (7) of twelve (12). The total quantity of false positive results occurring with each lot was not provided. The test was performed with the kit swab on a direct-tested nasal sample. Confirmation testing was performed via pcr at an offsite location (platform: roche cobas 8800) using nasopharyngeal samples. The swabs were stored at -4°c and tested within 24 hours of collection. The patient was reportedly symptomatic. The patient was admitted to the covid-19 clinic and was moved to another department upon receiving the negative pcr test. The customer confirmed there was no death or serious injury based on the test result.

Manufacturer narrative:
The customer was unable to confirm the lot number used with this event, however, two lot numbers were provided. D4: lot 1087604, exp. Date 19may2023, MFR. Date 29aug2022; lot 1075371, exp. Date 02feb2023, MFR. Date 08may2022. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lots 1087604 and 1075371 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lots: 1087604 and 1075371, test base part number 190-430 / lots: 1087604 and 1075371. Both lots met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087604 and 1075371 showed that the complaint rate is (B)(4), respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction. H1, h6 health effect - clinical code h3 other text : single-use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed between 11nov2022 and 20nov2022 involving ten (10) patients and two lot numbers. This MFR. Report addresses test seven (7) of twelve (12). The total quantity of false positive results occurring with each lot was not provided.the test was performed with the kit swab on a direct-tested nasal sample.confirmation testing was performed via pcr at an offsite location (platform: roche cobas 8800) using nasopharyngeal samples. The swabs were stored at -4°c and tested within 24 hours of collection. The patient was reportedly symptomatic. The patient was admitted to the covid-19 clinic and was moved to another department upon receiving the negative pcr test.the customer confirmed there was no death or serious injury based on the test result.